Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Hemolysis was present, and pink-tinged urine was observed. The impella pump was repositioned using transesophageal echocardiography (tee) and adjusted by flipping it toward the mitral valve.

Manufacturer narrative:
D6a: corrected implant date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: product and data were not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was most likely patient condition related since the clinical team confirmed the patient had small left ventricle resulted in the pump flip its position and then was resolved. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: pump passed all post sterile inspection checks.